Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer connected the pump to a power source the pump became hot. There were no temperature alarms reported. The customer's blood glucose level was 93 (mg/dl).